Event description:
The customer was hypoglycemic. The paramedics were called and tested their meter against the customer's contour. The readings were approximately 30, and 65mg/ld, respectively. Information regarding medical treatment was not provided. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. Customer was asked to return the test strips for evaluation. New meter, strips and control were sent to the customer.